Event description:
It was reported that the device was used during an unknown procedure. The clips were delivered acrossed. Another device was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Date sent: 04/29/08. Info anticipated, but unavailable at this time.